Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the customer experienced a low blood glucose (bg) level that ranged from 49-88 mg/dl. Customer consumed 2 tablespoons of honey and approximately 4-5 glucose tablets. Subsequently, the customer went to the emergency room (ER). While in the ER, the customer was treated with milk, crackers, peanut butter, ¿liquid snickers¿, intravenous saline, intravenous sugar water, and intravenous insulin. The customer was released from the ER 5 hours later with no permanent damage. Reportedly, the cause of the low bg was that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer on being disconnected when performing fill tubing.